Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material, which appeared to be seemed to be mixed with corrosion, was that resided inside the light guide lens. The material might not have been removed because the user possibly did not perform reprocessing properly. This could have been due to humidity (water) invading the light guide lens, leading to corrosion caused by physical stress applied to distal end, such as hitting or dropping, and/or the light guide lens glue peeled off due to chemical stress from solutions used for the device. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: instructions for use states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a foreign material mixed with corrosion inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.